Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The trunk-ipsilateral leg component was advanced from the right side and deployed. The ipsilateral side required extension. Therefore a gore dryseal sheath was advanced, however the sheath met resistance against the ipsilateral leg. Much force was used to advance the sheath, and this resulted in the sheath pushing the trunk-ipsilateral leg component proximal and covering the renal arteries and the superior mesenteric artery. The physician placed a stiff guidewire over the bifurcation and pulled the trunk-ipsilateral leg component distal. Perfusion into the renal arteries and sma was restored. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.